Event description:
It was reported that the plunger clamp/case was damaged. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed. Cracked top case under tube holder. Check syringe plunger sensor was found in the history. The technician did a visual inspection. Plunger left flipper was stuck open. Top case was cracked under tube holder and chipped on front lower right corner. The root causes of the reported issues were user induced and damage. Replaced left case plunger and top case. Performed power up process and all functional tests which passed.